Event description:
¿The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system" that contains collected data on the usage and the outcomes of axsos 3 titanium locking plate system. The report details analysis provided for revision procedures performed between (B)(6) 2007 through (B)(6) 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: hardware irritation (requiring implant removal) in 2 patients which resolved in both the patients after the implant removal.¿ this is patient 2 of 2.

Manufacturer narrative:
Additional information and corrected data: hardware irritation (requiring implant removal) which resolved after the implant removal. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site.   More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.       If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
¿The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system" that contains collected data on the usage and the outcomes of axsos 3 titanium locking plate system. The report details analysis provided for revision procedures performed between january 1, 2007 through june 1, 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: hardware irritation (requiring implant removal) in 3 patients.¿ this is patient 2 of 3.